Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient developed an infection, as a result the entire system was explanted. No additional adverse patient effects were reported